Event description:
It was reported to technical services on (B)(6) 2012 that this lead has nonsustained episodes which appear to be noise. There does appear to be about 1 sec of pacing inhibition but patient was not symptomatic. Dailies show 500 ohm average impedance but there was 1 spike up to 1500 ohms in (B)(6) and then came back down to 500 ohm range. Since only 2 nsvt episodes can have egms, do not know if the other nsvts are noise too. Patient to see dr. (B)(6) for discussion of lead revision options. Appointment date unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).